Event description:
Several treatments were performed on low speed in the mid right coronary artery (rca) using a diamondback 360 coronary orbital atherectomy device (oad).glideassist was activated to assist with removing the oad. When the crown was near the guide wire, the crown jumped forward and glideassist turned off. Following, the oad became stuck on the wire. An attempt was made to remove the guide wire and oad, however, resistance was observed. The driveshaft was cut at the oad handle and an 8f guide extension catheter was used to remove the oad and guide wire. No fracture on the wire or driveshaft were observed. Balloon angioplasty and stent placement were performed to complete the procedure. The patient was stable with no consequences. The returned oad was observed to have a driveshaft fracture during analysis.

Manufacturer narrative:
The oad and guide wire were returned for analysis. The wire was engaged and stuck in the driveshaft which confirmed the reported event of device stuck on wire. The device was spun on low speed and high speed with glideassist; the crown did not jump during the tests. Review of the device data log identified events of stall, bog, and motor direction mismatch towards the end of the procedure during attempting to spin in glideassist mode. The event of glideassist not working was verified. The reported events were confirmed, however, the exact root cause could not be determined. Further analysis revealed a driveshaft filar fracture at the crown weld. Scanning electron microscopy analysis identified evidence of fatigue at the site of the driveshaft fracture. This can occur when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, however, the exact root cause could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)